Event description:
During a bilateral total knee procedure, the reusable tibial tray impactor tip broke at the point where the tip connects to the impactor handle. The second knee was performed using the same reusable instrument tray, therefore, the surgeon had to modify his technique to use the tibial tray impactor tip. During one procedure, the disposable femoral impactor tip ijig broke during use.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.